Manufacturer narrative:
Device evaluation: the device was discarded after the procedure. No photographs were taken of the device. The device history was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number or product family. Merit is unable to determine a root cause at this time due to lack of available info and no complaint sample being returned.

Event description:
Per verbal report on (B)(4) 2014, "pt for dual chamber pacemaker and lv lead placement. Worley csg used as coronary sinus guide. After removal of the braided core, balloon catheter was placed into the csg and occlusive coronary venography was performed, showing a coronary sinus dissection. Physician did not place lv lead and implant of the right atrial lead was completed. Pt remained stable throughout the procedure."